Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: moving different locations') and impaired gastric emptying ('gastroparesis') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn't went confirmation test". The patient's concurrent conditions included gastric disorder. Concomitant products included ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (depo provera). In 2006, the patient experienced eczema ("eczema"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and cardiovascular disorder ("blood circulation issues"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal distension ("bloating"), urinary tract infection ("infection: urinary tract"), vaginal infection ("vaginal infections"), affective disorder ("mood disorder"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain pelvic") and abdominal pain ("pain abdomen"). In (B)(6) 2006, the patient experienced tooth disorder ("dental problems"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced impaired gastric emptying (seriousness criterion medically significant). In 2009, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced alopecia ("hair loss"). The patient was treated with aluminium hydroxide; magnesium hydroxide;simeticone (mylanta 11), lamotrigine (lamictal), meclozine hydrochloride (meclizine hcl), oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal distension, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, affective disorder, migraine, headache, eczema, tooth disorder, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, impaired gastric emptying, alopecia, bladder disorder, urinary tract disorder, cardiovascular disorder, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, affective disorder, allergy to metals, alopecia, bladder disorder, cardiovascular disorder, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, impaired gastric emptying, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received :event "injury nos " was deleted and was updated to pelvic pain following events were added : bloating, abnormal bleeding (vaginal,menorrhagia), urinary tract infection, vaginal infections, mood disorder, migraines, headaches, bladder problems,urinary problems, eczema, blood circulation issue, dental problems, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia, vaginal discharge, fatigue, weight gain, gastroparesis, hair loss, plaintiff didn't went confirmation test,abdominal pain,pelvic pain, migration of essure device location of device: moving different locations. Reporter information added. Concomitant products and treatment drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.